Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits and the volumetric accuracy test that followed, showed that the device had failed. Pal performed a more detailed inspection of the door assembly. The inspection showed that the piston foam was deteriorated and the door piston was cracked. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam and cracked door piston. The piston foam was scrapped and replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, the product analysis laboratory determined that the homechoice machine failed to meet volumetric test performance specifications. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and in the process of evaluation. Should additional information become available, a supplemental report will be submitted.